Manufacturer narrative:
Device was used for treatment, not diagnosis. Wu, c. (2015) retrograde locked intramedullary nailing for aseptic supracondylar femoral nonunion following failed locked plating. Journal of orthopaedic surgery, volume 23(2): 155-159. This report is for unknown ¿ humeral buttress plate/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article wu, c. (2015) retrograde locked intramedullary nailing for aseptic supracondylar femoral nonunion following failed locked plating. Journal of orthopaedic surgery, volume 23(2): 155-159. The purpose of this article is to evaluate the outcome of retrograde locked nailing for aseptic supracondylar femoral non-unions following failed locked plating. This study occurred between march 2003 and december 2009. The study included twenty-four (24) patients, with a total of twenty (20) males and four (4) females with a mean age of 39 years. Of the twenty-four (24) patients, three (3) were lost to follow-up, therefore, there is a total of twenty-one (21) patients, seventeen (17) males and four (4) females. The mean follow-up time was 3.4 years (range 1.1-5.8, with a standard deviation of 1.3). This is report 1 of 2 for (B)(4). This report is for an unknown ¿ humeral buttress plate and refers to one (1) patient ((B)(6), male) who experience a malunion.